Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It was learned from the surgeon's follow up response that the patient had endocarditis. The patient also had another device implanted.

Manufacturer narrative:
The patient also had another device implanted. Device not returned.